Manufacturer narrative:
Manufacturer ref# (B)(4). **UDI related data quality updates only** this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to study: on (B)(6) 2021, during the index procedure a zdeg-p-36-204-pf was implanted without difficulty. The degree of oversizing was not reported. There were not additional staged procedures planned and no addition procedures performed during the study procedure. Primary indication for endovascular aortic repair was aortic dissection, emergency repair. Preprocedural CT imaging showed the brachiocephalic artery, celiac artery, superior mesenteric artery (sma), right renal artery, left renal artery were all patent. The primary tear was at the descending aorta, distal to left subclavian. Proximal location of the dissection was descending aorta, distal to left subclavian. Distal location of dissection was the right and left common iliac artery with a re-entry tear at the descending aorta, distal to left subclavian. Severe tortuosity noted with no occlusive disease, calcification, or thrombus. Procedure angiography shoed proximal zone of graft implantation at zone4. The left subclavian artery was not covered by the graft. The study device was patent, and no separation of the device or device integrity issues were noted. The thoracic false lumen was completely thrombosed, and the abdominal false lumen was partially thrombosed with unknown source of false lumen flow. On (B)(6) 2021 (two days post-procedure) the post-procedure showed no progression of dissection or development of new entry tear. The thoracic false lumen was partially thrombosed with flow though the primary tear with unknown type of endoleak. Abdominal false lumen was patent with unknown source of false lumen flow. The study device was patent with no separation, migration, or evidence of device integrity issues. On (B)(6) 2021 (44 days post-procedure), the thoracic false lumen was completely thrombosed, and the abdominal false lumen was patent with unknown source of false lumen flow. The device was patent with no separation, migration, or device integrity issues and no progression or development of a new entry tear. On (B)(6) 2022 (240 days post-procedure) the thoracic false lumen was completely thrombosed, and the abdominal false lumen was patent with unknown source of false lumen flow. The study device was parent with no separation, migration or device integrity issues with no progression or development of a new entry tear. On (B)(6) 2023 (490 days post-procedure), the thoracic false lumen was completely thrombosed, and the abdominal false lumen was patent with false lumen flow through collateral primary tear with unknown type of endoleak and flow at the collateral at the lumbar artery. The study device was patent with no separation, migration or integrity issues. There was no progression or new entry tear. No secondary interventions or treatment for the unknown endoleak.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device under PMA/510(k) p180001 investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). After investigation the event for this pr# is no longer reportable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.